Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose was over 600 mg/dl. The customer stated that the insulin pump showed that it had run out of insulin but she had changed the set only 2 days prior to the alert. She experienced vomiting and was hospitalized for 6 days before being discharged. She stated that she was wearing the insulin pump at the time of admission. She stated that the insulin pump was already being replaced based on previous troubleshooting for a no delivery alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-75923.